Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025 at approximately 1:00pm, the patient was transported to the hospital by his brother for evaluation and management of diabetic ketoacidosis (dka). Prior to arrival, the patient checked a blood glucose reading and it was approximately 400 mg/dl but he could not recall the cgm value; however, he stated it was approximately 80 to 100 points lower. The patient had nausea and was treated with IV fluids and famotidine. Laboratory tests were done and a bg test by the physician but the patient could not recall teh value. After the patient stabilized, they were discharged on (B)(6) 2025. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The single reported glucose value and range provided for the second value of the set falls within the a and b zone of the parkes error grid. No additional patient or event information is available. It was reported that the cgm was approximately 80-100 points lower. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.